Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(6), 2011, review of the pt's programming history revealed that the pt had six faulted system diagnostic tests on (B)(6), 2010 which inadvertently changed the pt's settings to system diagnostic test settings. The pt was interrogated afterwards and the normal mode settings were correct but the pt's magnet mode on time was not corrected and the pt left the clinical visit with the incorrect magnet on time. Re-training will be provided to the physician of the need to assess all the parameters during a final interrogation.